Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -7.5/+1.0/105 (sphere/cylinder/axis) tore during injection into the left (os) eye. There was patient contact with the lens but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021. An alternate lens was implanted at a later date and the problem is resolved.